Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was observed taking in air during the airing out the bladder. When air was removed from the bladder and lines were clamped off, the bladder was taking in air. Therefore, there was a breach in the bladder of the cassette. No liquids were injected to the cassette. The incident occurred during use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) sample was received. Sample consisted in one (1) cassette product from part number 21-7301-24, lot number 4407988. The sample was received in used condition, decontaminated, without its original packaging and inside in a plastic bag. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. The sample was filled with 50 ml of colored water using a syringe to detect any occlusion. While injecting liquid to the sample, a leak was detected in the medication bag due to a pin hole. According to sample received, the failure mode ¿air in line¿ was not confirmed in the device received but nevertheless a leaking failure mode was confirmed. A root cause was not identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.